Event description:
The pump was returned for investigation. The pump was flagged for having sensor hardware failure (set ID sensor). The pump was powered on and a final acceptance test was performed to test functionality. It was confirmed that the pump was experiencing "tubing set not recognized" issues. The pump was opened, and a visual inspection of the set ID and bubble detector was performed. Upon investigation, there were no signs of fluid ingress. All connections from the set ID and bubble detector were reseated and the pump was reassembled. The pump would not power on after reassembly. The pump was then disassembled, and another inspection was performed. Upon investigation, half of a broken grounding washer was found inside the pump and the pressure flex cable was fused to its connector on the main pcba. The main pcba was also found to not be fully attached to the ldc touchscreen due to a damaged screw connection point. Additionally, it was found that the wrong screws had been used to secure the fva motor to the fva housing. The two screws were removed and replaced. It was also observed that the lip seals were fouled and will need replacement. These faulty components will be replaced during the repair process and the pump will undergo all necessary function testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.

Event description:
The following has been reported: issue: tubing set not recognized, cleaned valve pins & other components, tried multiple tubing sets, no patient harm reported, no infusion interuption was reported. An initial review of the device logs reveals the following: sensor hardware failure (set ID sensor) this is the only information currently available, but fk has requested for the pump to be returned for further analysis. An active infusion was not delayed and no adverse event was communicated. Reporting due to the referenced issue further information is needed to complete the investigation.